Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The battery longevity was noted to have decreased from 8 months to 3 months within a 2 months period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement is expected, however this pacemaker remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. The battery longevity was noted to have decreased from 8 months to 3 months within a 2 months period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement is expected, however this crt-d remains in-service at this time. No adverse patient effects were reported. This pacemaker was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned crt-d was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.